Event description:
It was reported that during device follow up one month post implant procedure the patient presented with shortness of breath. It was noted that the right ventricular (rv) lead had dislodged. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.